Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient was having an MRI performed unrelated to the device or therapy. Impedance values were taken and the health care provider reported that out of range values were found on 0/8, 0/9, 0/10 and 0/11 electrodes, all >10000 ohms. The caller states that there are more. The caller wanted to know about MRI guidelines regarding out of range impedances. Tech services reviewed the MRI guidelines with the caller. There was no indication of patient harm. The patient was implanted for malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.